Event description:
It was reported that the user announced larger-than-usual meals to the ilet in an effort to reduce postprandial blood glucose, and support was sought for education on correct meal announcements, functional re-entry, and re-pairing to the mobile app, indicating an incorrect procedure or method related to the user interface. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem associated with the user interface, consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.